Manufacturer narrative:
Initial MDR inadvertently stated unexpected shutdown occured. During troubleshooting, tandem technical support found that shutdown was expected and due to normal battery depletion.

Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Reportedly, the customer reloaded the existing cartridge and resumed insulin delivery. Additionally, it was reported that the pump time was inaccurate. Reportedly, the customer did not adjust the pump time for daylight savings. Customer corrected pump time to resolve the issue. Customer's blood glucose level was 200-256 mg/dl.